Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. Upon sensor removal on (B)(6) 2025, no portion of the sensor wire was visible on the sensor pod. On (B)(6) 2025, the parent took the patient to the emergency department (ed) and had an x-ray which showed no evidence that a foreign object was retained under the skin. The patient was administered IV antibiotic medication (rocephin, unspecified dosage) due to the patient had redness and swelling (puffy) at the sensor insertion site. The parent mentioned the patient had another x-ray (unspecified date) and the results were still pending. At the time of report the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.